Event description:
Per the clinic, the patient experienced discomfort and non-auditory sensation with the use of the implanted device. Following that the patient became a non-user. The device was electively explanted on (B)(6) 2025. There are no plans to reimplant the patient with a new device as of the date of this report.